Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Clinical review was performed for the reported event: it is likely that the reported injury was caused by device use. It is a very rare side effect, and it did not influenced the patients¿ outcome. A stryker service representative performed an evaluation of the customer¿s device and did not observe any issue with the device. The electronic records were downloaded to verify if the device had experienced any issue, but no issue was detected. The customer reported cuts on the suction cup as a result of the intervention. After replacing the suction cup and performing precautionary repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device caused an open wound on the patient chest during an intervention. More specifically, the customer reported that the sternal wires from the prior coronary artery bypass graft surgery failed, leading to a flail segment that caused a tear in the patient skin during the device's compressions.